Event description:
It was reported by repair work order that the right side rail wont latch due to a broken spindle spacer and latch spindle at the mount flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.